Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited high impedance. The device was reprogrammed and normal impedance resumed. The patient was in good condition prior, during and after the event. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.